Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels from in the 40s mg/dl to a level displayed as ¿high¿; however, a specific value was not provided, cause was unknown. Customer consumed carbohydrates and gave a manual injection to address bg levels. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.